Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. Customer¿s blood glucose level was reported between 44-330mg/dl. Carbohydrates were consumed to resolve low blood glucose. The customer loaded a new cartridge and resumed insulin therapy.